Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on a dimension rxl instrument for eight patients. The results were reported to the physician(s), who questioned the results. The same patient samples were repeated on an alternate instrument and the corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After evaluating the instrument data, the tsc determined that the cause of the discordant ctni results was unknown. The tsc instructed the customer to replace the heterogeneous module (hm) harness, wash probe 1 and the hm pump cassette for wash probe 1. The tsc instructed the customer to perform a system check and run qc. The instrument is performing according to specifications. No further evaluation of the device is required.